Manufacturer narrative:
(B)(4) - reviewed as part of CAPA (B)(4) did not review all no MDR query results. This complaint will be filed on as a result of the retrospective review.

Event description:
Customer alleges chair cracked in the middle of seat. Warranty #(B)(4). No injury alleged.